Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Customer returned replacement meter - unable to test. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen). (B)(4).

Event description:
Consumer reported complaint for high and erratic blood glucose test results. Social worker is calling on behalf of the customer. The customer is concerned with test results from results obtained of 137, 170, 150, 400 and 230 mg/dl. Customer was more concerned with high results. The customer's expected fasting blood glucose test result range is 120 - 150 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was not performed by the customer. The product is not stored according to specification and is stored in the kitchen; customer was instructed on proper storage. The test strip lot manufacturer's expiration date is 08/17/2018 and open vial date is at time of call is one month. The meter memory was reviewed for previous test result history: result 1 :137mg/dl date:(B)(6) 2017 time:11:35am fasting, result 2 :170mg/dl date:(B)(6) 2017 time:11:34am fasting, result 3 :150mg/dl date:(B)(6) 2017 time:11:55 am fasting, result 4 :400 mg/d date:(B)(6) 2017 time:2:19pm fasting, result 5 :230mg/dl date:(B)(6) 2017 time:11:11am fasting, concerned with all results being high.